Event description:
Caller reported notification settings were being reset to "off" and a cartridge alarm 30 occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus through the pump and used multiple daily injections (mdi). The caller successfully reloaded the cartridge during the load process and manually re-entered notification settings. No additional assistance was required, but technical support advised monitoring notifications and ensuring the app remains connected and running in the background.